Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va13gpt, implanted: (B)(6) 2016, product typel: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was good for 1 or 2 days after surgery. The patient was implanted on (B)(6) 2016 and they felt like their symptoms were back to where they were prior to their trial. The patient was having issues with urgency and not being able to get to the toilet before urinating. The patient was having leakage and couldn't seem to empty their bladder. The patient felt stimulation and was on 2.0v. The patient just increased to 2.3v and felt stimulation in the correct area. The patient also noted that under the bandage it felt like a wire was sticking out 2 to 3 days after surgery. The patient didn't know that one was sticking out for sure, it felt like a hard bump. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the trial was outstanding but therapy has not been effective since implant. The patient is having anticipatory leakage and urinates before making it to the bathroom. It was stated that at 2.4v stimulation is painful but at 2.1v they are not getting any relief. It was confirmed that the patient feels stimulation in the correct area. The patient changed from program 1 at 2.1v to program 2 at 1.7v, stating that at 1.7v it is painful and experienced soreness at 1.4v. At 1.3v the patient was comfortable. It was further indicated that on (B)(6) 2016 the patient can't use the keyhole on the antenna to hold the antenna in place.

Event description:
Additional information received from the consumer reported the physician assistant peeled the glue away that was hurting the patient and cut "the thing that was sticking out." The patient received help on adjusting the settings and the patient's symptoms were "almost completely gone."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the glue that was stuck to the surgical site was peeled off and the bump disappeared. The patient was going to see their doctor the following week to try to improve symptom control further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.